Event description:
The customer reports one patient sample generating a (B)(6) architect (B)(6) assay result. The following patient results were provided: (B)(6). The patient has not received the (B)(6) vaccine. No suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18-25 that has a similar product distributed in the us, list number 01l82. (B)(4).

Manufacturer narrative:
No returns were available from the customer site for this evaluation. Specificity testing was performed in house using a retained kit of reagent lot 18273lf00 and met acceptance criteria. A review of quality records for the manufacture and release of this reagent lot shows no issues. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hbs assay package insert and the architect systems operation manual contain information to address the current customer issue. Based on the current evaluation, the architect (B)(6) assay, list number 7c18-25, lot number 18273lf00 is performing acceptably. No product malfunction was identified.